Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit was displaying incorrect values when compared to blood gas. The device was not changed out as the perfusionist had access to independent blood analysis. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the patient. There was approximately a five minute delay toward the end of the procedure.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.